Event description:
It was reported that, post-operatively, the right ventricular (rv) lead had dislodged. The lead exhibited no capture at max outputs and diminished r-waves. It was further noted that the patient experienced a pneumothorax. That same day, the rv lead was revised and a chest tube was placed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.